Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the logs from this device were reviewed and self test failures were recorded in multiple logs as well as multiple pd resets recorded. The device returned by the customer underwent testing without duplicating the customer's report and the device also passed an internal inspection. Given the evidence from the logs, the processor-bridge-pacer (pbp) board was replaced as a precaution. As a result, the investigation is closed as "observed in device data - recoverable error". No emerging trend based on similar reports.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed self test for defib and pacer function. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.